Event description:
It was reported that a flo-gard compatible blood set had its spike separate from the tubing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection revealed that the spike was separated from the tubing. The reported condition was verified. The cause of the condition was determined to be a lack of solvent application during manual assembly of the set. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.